Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report, which states ¿pump failure - IV pump failed with cardene infusing while pt was being transferred by helicopter. Pt being transferred from (B)(6) hospital for altered mental status.